Event description:
The customer reported that a patient, a (B)(6) month old, had a catheter inserted on (B)(6) 2013. The child presented with a fever. The catheter was then removed on this date. Upon removal the fiber optic wire was noted to be a bit out of the distal tip of the catheter. There were no patient complications reported.

Manufacturer narrative:
Received what appeared to be two broken optic fibers only for examination. Examination of the returned optic fibers found the fibers are rippled on one end. This is a indication that fibers have been stretched. As stated in the description "tip of the fiber optic externalized at the end of the lumen." Indicates the fibers were extending beyond the catheter tip and further indicates the fibers bond at the catheter tip may have failed due to stretching. Also per edwards IFU¿ the incidence of complications increases significantly with indwelling periods greater than 72 hours.¿ without the return of the catheter we are unable determine evidence of a manufacturing nonconformance. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.